Manufacturer narrative:
Product analysis malfunction was reported. The ams700 cylinders were visually inspected and functionally tested. One cylinder performed within specifications. There was a leak in the other cylinder due to input tube wear and avulsion. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced unspecified issue with ams 700 inflatable penile prosthesis (ipp). The entire ipp system was removed and replaced with a new one. Additional information received stated that there was fluid loss.

Manufacturer narrative:
B1, b5 and h6 updated.

Event description:
It was reported that the patient experienced unspecified issue with ams 700 inflatable penile prosthesis (ipp). The entire ipp system was removed and replaced with a new one. Additional information received stated that there was fluid loss.

Event description:
It was reported that the patient experienced unspecified issue with ams 700 inflatable penile prosthesis (ipp). The entire ipp system was removed and replaced with a new one. Further information was requested and yet received. Should additional relevant details become available, a supplemental report will be submitted.